Manufacturer narrative:
This report is being supplemented to provide additional information received from the user facility and the results of the legal manufacturer's final investigation. A review of the device history record confirmed the subject device was shipped to specifications. Based on the results of the legal manufacturer's investigation, the user facility did not follow the reprocessing instructions, as outlined in the reprocessing manual. Specifically, section '3.3 detergent solution' states, "do not reuse detergent solution". Per the legal manufacturer, the other issue identified in the initial report (cracked cover found during inspection) has no potential to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
Additional information was obtained from the user facility: the event happened during a diagnostic colonoscopy. The scope was replaced with another cf-hq190l scope and the procedure was delayed for approximately 5 minutes. The intended procedure was completed. No patient information was available. An in-service was provided in october. All personnel are properly trained. No patient injury or infection occurred as a result of this issue.

Manufacturer narrative:
An endoscopy support specialist (ess) visited the user facility. The ess observed several procedures, reprocessing practices and storage conditions to find the root cause of the reported issue. The staff was unable to duplicate the problem during the visit. While observing the reprocessing by the staff, the ess found that 2 scopes were reprocessed in the same detergent at the same time. The ess recommended a reprocessing inservice. To date no inservice has been scheduled. The device was returned to olympus for evaluation. During the evaluation, a cracked cover was found. No other issues were found during the inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported intermittent foggy image issues on a colonovideoscope. No patient involvement or injuries were reported. No additional information has been obtained.